Event description:
Event description guidant received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) classified atrial fibrillation episodes in the ventricular tachycardia 1 (vt-1) zone. No therapy is programmed for that zone, so no anti-tachycardia pacing or shock therapy was delivered. No pacing inhibition was noted during the noise episode, which was presumed to be myopotential oversensing. Guidant received subsequent information that episodes of "noise" appearing on the right ventricular (rv) electrogram precipitated pacing inhibition during atrial tachycardia response (atr). All lead measurements are normal during isometrics/valsalsa maneuvers. The source of this "noise" is unknown. Subsequent evaluation revealed that the "noise" was determined that the noise on the rate/sense is actually a fragmented r-wave.